Event description:
The customer reported that during a davinci robot case, the bipolar clamp that is holding tissue, activates when the cut (monopolar) is activated unintended tissue was burned.

Manufacturer narrative:
(B)(4). The investigation of the returned equipment identified an isolated component failure. Relays k7 and k14 on the psrf board failed. It cannot be determined if this isolated component failure caused or contributed to the reported event.